Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/pt contacted lfs on (B) (6), 2010 alleging inaccurate low readings on their one touch ultrasmart meter. The pt mentioned that she had been obtaining low readings on her meter. The pt does not recall whether she exhibited symptoms prior to testing or after testing. She developed symptoms of blurred vision and headaches. The pt went and increased her dosage of oral medication (metformin) on the morning of (B) (6), 2010, she tested her blood glucose and obtained a 100 mg/dl. Less than 30 minutes later, the pt tested on the physician's meter and obtained a 130 mg/dl. The pt was treated with 3 units of lantus. The product was replaced. The complaint is being reported since the pt alleged that due to the low reading she had to receive medical attention by a health care professional. The pt also developed symptoms; however, the symptoms did not correlate with her meter readings on the lfs meter.